Event description:
It was reported during the implant attempt that after connecting the lead to the ICD, there was no pacing or sensing. It was confirmed that a lead pin was not inserted to the tip of the connector. The device was not used and was replaced. No patient complications were reported due to this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.